Manufacturer narrative:
The technician replaced the siderail and mounting screws to repair the bed.

Event description:
Info received indicates, the left foot siderail broke off from the siderail arm. The mounting holes in the siderail were stripped where the screws hold the siderail in place to the arm.